Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implant : sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe pain during intercourse, frequency /urgency to urinate, chronic urinary and vaginal infections, abnormal bowel movements, radiating lower back pain, severe pain and discomfort while sitting, physical pain and discomfort and severe pain. It was reported that patient underwent complete dissection and removal of mesh sling on (B)(6) 2007. It was reported the patient experienced rectal muscle spasm and underwent injection of botox to puborectalis muscle and posterior anal sphincter on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.